Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the patient got a rechargeable implant on (B)(6) 2018 and had some questions. The patient reported the duration of their ins recharge sessions have varied (2.5 hours, 1 hour, 3 hours) and they wanted to discuss that. The patient said they took the bandages off, their wife laid a bandage napkin square on it and they would lay the insr antenna on that. The patient talked about turning the dial and coupling boxes. The hcp said they wanted the patient to start charging the implant right away. There were no further complications reported.